Event description:
It was reported that patient had to be taken by ambulance to the hospital Caller stated that patient became incapacitated and had lack of memory, almost like they had a seizure but it it is unclear what exactly occurred. Caller stated patient turned stim off in the ambulance, turned it on later and when they came into office today, it was on. Caller is in the clinic today interrogating the device because they wanted to have the device checked after this event. Caller stated that upon checking impedances, everything is normal except C-0 pair is 7550 ohms but patient is programmed on contact 1. Caller inquired if an impedance issue could have caused patient's event. Caller reported in the past, they had a dystonia patient with an intermittent impedances and every time the patient moved their neck, the impedance results would change from amber to red and the numbers would changing along with the contacts. Caller confirmed this event had already been reported. Agent reviewed that it would be unlikely the impedance issue caused the patient's event, especially give the contact is not active in programming. Agent discussed possibility of intermittent impedance issue and suggested testing impedances in different positions. Caller stated patient hasn't been in the office since around 2022 and has been doing remote checks since they've been doing so well. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.